Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead impedance was fluctuating since last year. The lead was capped and replaced on (B)(6) 2018. The patient was stable.

Event description:
New information received noted that the lead had elevated pacing thresholds. The impedance was greater than upper limit which triggered the notifier on (B)(4) 2018.

Event description:
New information received noted oversensing.